Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. The sensor wire detached from sensor pod when the applicator was removed. The wire remained in the skin. The patient was taken to the hospital and was evaluated by a surgeon who determined surgical removal was not required. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.